Event description:
Device at service center for repair, turned on and ran for few hours unattended, continuous alarm, circuit board not operating. Device turned off, on/off switch area began to burn.

Manufacturer narrative:
Device has been returned and is being evaluated. A follow-up report will be submitted after the eval has been completed.